Event description:
On 12/01: customer reports the system failed during a procedure. The pt was moved to another room, where the procedure was completed. No reported injury. No pt or procedural info made available by customer.

Manufacturer narrative:
Facility biomed checked the unit and was unable to reproduce the issue. The collimator had already been powered down and restarted. The field service engineer checked the collimator operation and verified all collimator modes of operation functions per collimator service manual. System returned to full service by the customer.